Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 150 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer's blood glucose later elevated to 400 mg/dl which was treated with manual injection. The following day, customer changed infusion set and blood glucose was 390 mg/dl and again, customer received a no delivery alarm. Troubleshooting was performed and customer was advised of replacements.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.